Manufacturer narrative:
This supplemental report is being submitted to provide additional information. As a result of the evaluation, it was confirmed that white powder remained on the electrical contacts of the endoscope connector due to drying, and the electrical contacts were corroded. This may have hindered control communication and video transmission between the endoscope and the video system center, resulting in the scope communication error b30. The scope communication error b30 occurs when the control communication between the endoscope and the video system center is unstable. The instruction manual provides preventive measures against the reported failure mode. Device history record (DHR) review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The device was evaluated at (B)(4). (B)(4) checked the device and duplicated the reported phenomenon. As a result of the evaluation, the following was confirmed. -the device has not been repaired in the last year. -when the endoscope was connected to the device, the endoscope could not be fixed and could be pulled out directly without unlocking. It is possible that the lock part was damaged by forcibly pulling out the endoscope without pushing down the locking lever, and the endoscope could not be fixed. -white powder adhered to the endoscope connector due to the drying of the liquid, and the contact pins were corroded. It is possible that the endoscopic image was not displayed because the contact pins of the video connector socket were corroded and affected the input of the video signal by inserting and removing the device with water remaining on the endoscope. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed by the user that during the preparation for use, the endoscopic image was not displayed. The patient was not yet anesthetized when the reported event occurred. The user replaced the device to another device and completed the intended procedure for inspection. There was no report of patient injury associated with the event. Olympus then inspected the device at the service department of olympus (B)(4) and found that the endoscopic image was not displayed and the scope communication error b30 was displayed on the monitor.